Event description:
Information was received that device failed volume test. No patient involvement-incident occurred testing.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. The customer's concern regarding failed accuracy was unable to be confirmed. However, delivery accuracy testing on the pump, supports the complaint. Delivery accuracy testing found the pumps average delivery error to be over delivering the control limit specification of + or ? 3 percent but within the published specification of + or -6 percent. The pump's expulsor will be replaced as a preventive measure.